Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an intertrochanteric femoral fracture case with trochanteric fixation nail (tfn), the surgeon had achieved a satisfactory reduction of the fracture with inserting the nail until the helical blade was inserted. It was noticed that the lateral portion of the femoral neck shifted slightly distal. The shifting was not enough to cause the doctor to fix it, but enough for him to notice the mal-reduction. The doctor was still satisfied with the reduction and did not attempt to change anything. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. The implants remain in the patient. Concomitant devices reported: nails: tfn (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nail head elements: tfn helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown nail head elements: tfn helical blade/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an intertrochanteric femoral fracture case with trochanteric fixation nail (tfn), the surgeon had achieved a satisfactory reduction of the fracture with inserting the nail until the helical blade was inserted. It was noticed that the lateral portion of the femoral neck shifted slightly distal. The shifting was not enough to cause the doctor to fix it, but enough for him to notice the mal-reduction. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. The implants remain in the patient. Concomitant devices reported: nails: tfn (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nail head elements: tfn helical blade. This is report 1 of 1 for (B)(4).